Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately calcified vessel. A 5.0 x 40 40cm mustang¿ balloon catheter was advanced for dilation. However, on the first inflation at 7 atmospheres, for 3 seconds, the balloon ruptured. The device was replaced with a 6mm mustang balloon catheter and was inflated without issue. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed and the patient's status was good.